Event description:
The following was reported: stryker received a complaint from patient's relative. Patient's wife was having pain after the surgery with stryker implant and requested an MRI compatibility letter for further investigation of the cause of pain. The reporter was asked to send the information via e-mail. On (B)(6) 2022 new e-mail was received: my wife underwent surgery - total hip replacement of the left hip joint and a stryker endoprosthesis was installed (acetabulum component trident 52 mm, femoral component accolade 4, head 0). Now they are asking for the compatibility of this implant for MRI. I ask you to send a reply letter with information on this product. From the patient's documentation: on (B)(6) 2021 the patient had total endoprosthesis of the left hit joint and stryker endoprosthesis was installed (acetabulum component trident 52 mm, femoral component accolade 4, head 0). From (B)(6) 2021 the patient was hospitalized for rehabilitation treatment. On admission: local status: the patient is activated within the bed. The volume of active movements in the left hip joint is limited due to pain syndrome. The aseptic dressing in the area of surgical intervention was moderately soaked with hemorrhagic discharge. There are no neurotrophic changes in the right foot. On the dressing: the sutures are consistent, not hyperemic, there is no marginal necrosis. An aseptic bandage was applied. The patient cannot move without assistance, needs constant attention and care. There is an extremely pronounced restriction of vital activity, assessment by the leken scale is 24 points, the rehabilitation routing scale is 4 points. On discharge: against the background of the treatment, there is a positive trend in the form of increased exercise tolerance, expansion of the motor regime, strengthening of the muscles of the operated limb, reduction of pain syndrome, increase in the volume of movement in the hip joint - flexion to 90 degrees / extension to 180 degrees. The patient is trained to walk on crutches without loading on the operated leg, climbing / descending stairs for at least 2 flights, trained in a set of exercises for self-performance. As a result of rehabilitation treatment, there is a decrease in the degree of disability on the leken scale to a pronounced degree - 10 points, rehabilitation routing scale - 3-4 points.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: accolade size 4; cat#: unknown; lot#: unknown. +0 head; cat#: unknown; lot#: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
Reported event: an event regarding pain involving an unknown trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical information by a clinical consultant indicated: "essentially, this case concerns a patient who underwent a primary cementless total hip arthroplasty, had some bloody drainage after the surgery and then began to complain of pain about eight months after implantation. An MRI was contemplated. No other clinical information is given. No follow-up x-rays, no lab values, no office notes, and no operation notes were provided. I can confirm that the patient had a left total hip arthroplasty since I was able to see the postoperative x-ray. I cannot confirm any other event. The causes of pain eight months following total hip arthroplasty are multifactorial including mechanical problems with the implant including loosening, soft tissue problems surrounding the hip such including impingement, and possible occult infection." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is experiencing pain post-implantation. A review of the provided medical information by a clinical consultant indicated: "essentially, this case concerns a patient who underwent a primary cementless total hip arthroplasty, had some bloody drainage after the surgery and then began to complain of pain about eight months after implantation. An MRI was contemplated. No other clinical information is given. No follow-up x-rays, no lab values, no office notes, and no operation notes were provided. I can confirm that the patient had a left total hip arthroplasty since I was able to see the postoperative x-ray. I cannot confirm any other event. The causes of pain eight months following total hip arthroplasty are multifactorial including mechanical problems with the implant including loosening, soft tissue problems surrounding the hip such including impingement, and possible occult infection." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: stryker received a complaint from patient's relative. Patient's wife was having pain after the surgery with stryker implant and requested an MRI compatibility letter for further investigation of the cause of pain. The reporter was asked to send the information via e-mail. On (B)(6) 2022 new e-mail was received: my wife underwent surgery total hip replacement of the left hip joint and a stryker endoprosthesis was installed (acetabulum component trident 52 mm, femoral component accolade 4, head 0). Now they are asking for the compatibility of this implant for MRI. I ask you to send a reply letter with information on this product. From the patient's documentation: on (B)(6) 2021 the patient had total endoprosthesis of the left hit joint and stryker endoprosthesis was installed (acetabulum component trident 52 mm, femoral component accolade 4, head 0). From 11-nov-2021 till 15-nov-2021 the patient was hospitalized for rehabilitation treatment. On admission: local status: the patient is activated within the bed. The volume of active movements in the left hip joint is limited due to pain syndrome. The aseptic dressing in the area of surgical intervention was moderately soaked with hemorrhagic discharge. There are no neurotrophic changes in the right foot. On the dressing: the sutures are consistent, not hyperemic, there is no marginal necrosis. An aseptic bandage was applied. The patient cannot move without assistance, needs constant attention and care. There is an extremely pronounced restriction of vital activity, assessment by the leken scale is 24 points, the rehabilitation routing scale is 4 points. On discharge: against the background of the treatment, there is a positive trend in the form of increased exercise tolerance, expansion of the motor regime, strengthening of the muscles of the operated limb, reduction of pain syndrome, increase in the volume of movement in the hip joint flexion to 90 degrees / extension to 180 degrees. The patient is trained to walk on crutches without loading on the operated leg, climbing / descending stairs for at least 2 flights, trained in a set of exercises for self-performance. As a result of rehabilitation treatment, there is a decrease in the degree of disability on the leken scale to a pronounced degree 10 points, rehabilitation routing scale 3-4 points.